Manufacturer narrative:
Film evaluation summary: the exact cause of the reported type ia endoleak, which later was found to have self-resolved, could not be determined from the films provided. CT¿s returned confirmed a likely type ia endoleak. The bifurcate was positioned just below the lowest right renal artery within the severely angulated neck. The aortic diameter near the level of the sma measured ~ 19mm, and the diameter near the level of the suprarenal stents just below the left renal artery was 19mm. The bifurcate proximal od measured ~20mm, with moderate thrombus seen within the proximal seal zone along the left aortic wall measuring ~24mm in diameter. The infrarenal neck was angulated ~80 deg a-p relative to the distal aorta. It is possible that implanting within the angulated neck which contained thrombus may have contributed to the proximal type I endoleak. Although films prior to implant were not available to provide a complete assessment, it is possible that bifurcate oversizing may have also contributed to the endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 75mm abdominal aortic aneurysm with a 22mm diameter aorta at the renal artery. The aorta at the renal arteries measures 23mm currently. It was reported 4 days post index procedure; a CT was carried out and a type ia endoleak was discovered. Interventions was performed on approximately 10 days later and the endoleak could not be visualized however, the physician decided to perform ballooning of the proximal neck. There was no endoleak visualized on final angiogram and no further treatment is planned. As per the physician the cause of the event is unknown and the endoleak may have self-resolved. No additional clinical sequelae were reported and the patient is being monitored.